Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks for sinus tachycardia. This s-ICD was recently implanted without issue and all parameters were acceptable. After 3 days, the patients experienced the inappropriate shocks, with a reported significant change in morphology and therapy was exhausted. As a result, the s-ICD was reprogrammed to the secondary vector with x2 gain. This s-ICD remains in-service. No additional adverse patient effects were reported.